Event description:
During a scheduled endoscopic procedure on (B)(6) 2016, cardiac arrest occurred for 5 or 6 seconds due to ventricular pacing inhibition that resulted from oversensing in the ventricular channel. Reportedly, no electrocautery was used. During a pacemaker check performed on (B)(6) 2016 oversensing was still observed in the ventricular channel in ddd mode. Therefore, replacement of the old ventricular lead (non-sorin) was scheduled for (B)(6) 2016. As the patient had no spontaneous rhythm, a new ventricular lead and a new pacemaker were implanted on (B)(6) 2016. Lead pull test ruled out any connection issue with the old pacing system. Oversensing was therefore attributed to the non-sorin ventricular lead damage (although x-rays identified no damage on the lead). The ventricular lead was capped and left in situ (no tests performed with psa).

Event description:
During a scheduled endoscopic procedure on (B)(6) 2016, cardiac arrest occurred for 5 or 6 seconds due to ventricular pacing inhibition that resulted from oversensing in the ventricular channel. Reportedly, no electrocautery was used. During a pacemaker check performed on (B)(6) 2016 oversensing was still observed in the ventricular channel in ddd mode. Therefore, replacement of the old ventricular lead (non-sorin) was scheduled for (B)(6) 2016. As the patient had no spontaneous rhythm, a new ventricular lead and a new pacemaker were implanted on (B)(6) 2016. Lead pull test ruled out any connection issue with the old pacing system. Oversensing was therefore attributed to the non-sorin ventricular lead damage (although x-rays identified no damage on the lead). The ventricular lead was capped and left in situ (no tests performed with psa).